Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product.

Manufacturer narrative:
(B)(6). Bd received relative samples from the customer facility for investigation in support of this complaint. The samples were evaluated and the customer's indicated failure mode for loose tube caps with the incident lot was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6161932. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® blood collection tubes had several caps that were very loose. No medical intervention, blood exposure or serious injury reported.